Manufacturer narrative:
The crt-d will not be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient had a system explant on a previous date after experiencing a system infection. This patient has had a history of multiple infections with previously implanted systems that were removed via sternotomy. The physician decided to place a epicardial cardiac resynchronization therapy defibrillator (crt-d) system. During the procedure, the patient was on extracorporeal circulation. The leads were placed without issue and the crt-d was implanted in the abdomen as the patient had little muscle in the thoracic region as well as the infection. No defibrillation testing was performed due to the patient's fragile condition. All lead measurements were normal and stable. The patient remained on extracorporeal circulation as he needed inotropic support and was in systemic failure and was taken to the intensive care unit for continuous monitoring. The crt-d was pacing at a rate of 70 ppm; however, the patient's blood pressure was very low. Despite the available therapy, the patient died one day post-implant. The cause of death was asystole and systemic decompensation by extracorporeal circulation. There were no allegations that the newly implanted system caused or contributed to the patient's death.